Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence and cystocele on (B)(6) 2011. During the procedure, a mesh was implanted. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, pain, extrusion, infection, recurrence, dyspareunia, urinary problems and will require additional medical treatment. The patient underwent mesh revision on (B)(6) 2012 by implanting surgeon. It was further reported that the patient had another mesh implanted on an unspecified date. No additional information has been provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient concurrently underwent diagnostic laparoscopy and diagnostic cystoscopy. It was reported that the patient underwent resection of vaginal apical mesh on (B)(6) 2012 by dr. (B)(6) at (B)(6)center due to dyspareunia.

Manufacturer narrative:
(B)(4).